Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was explanted due to fluid in the generator. No additional information was available. A new device was implanted.